Manufacturer narrative:
H6 correction: health effect - impact code should be 4628 - device repositioning rather than 4629 - device revision or replacement. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that the patient's lead migrated after taking multiple falls. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned to address the issue. Therapy was restored.